Manufacturer narrative:
Follow-up # 1 (05/09/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 4/15/2013 with the following finding: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up #2 (6/19/2013) -device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/11/2013 with the following findings: the error was not reproduced; however, the meter failed testing. In addition, unrelated to the original complaint, the meter was found to have a contact issue with the spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.